Manufacturer narrative:
The user facility has reported the brand name of the suspect medical device as novostitch plus meniscal repair system in medwatch form, but the actual device used during the procedure is novostitch disposable suture passer.

Event description:
The needle broke during procedure. The device was immediately removed from the field and replaced with a new device. X-ray was taken to verify if any fragments remained in the knee, and surgeon verified there were no fragments. Upon follow-up with hospital, it was determined the surgeon fired the device outside the knee with no tissue between the upper and lower jaws. Surgeon misused the device.